Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D10: item name: unknown (ncb) proximal humerus plate; item: unknown; lot: unknown. G2: italy. G2: literature - journal article citation: vaccalluzzo, m.s., sapienza, m., valenti, s., di tomasi, b., lucenti, l., pavone, v., testa, g. (2025). Intramedullary nails vs. Locking plates for displaced proximal humerus fractures in patients over 60: a comparative clinical study. Journal of clinical medicine, 14 (13). Https://doi.org/10.3390/jcm14134563. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. A complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was obtained that reported a retrospective cohort study from italy, conducted at the department of orthopaedics, a.o.u. Policlinico rodolico¿san marco, university of catania, between 2018 and 2023. The purpose of the study was to compare the clinical and functional outcomes of locking plate osteosynthesis (ncb plates) and intramedullary nail fixation in patients with displaced proximal humerus fractures. The study reviewed 187 patients who were assigned to two treatment groups: 96 patients underwent intramedullary nail fixation (im group) and 91 patients received locking plate fixation (lp group). Patients in the im group were treated using the citieffe proximal humerus nail (citieffe) while patients in the lp group were treated with non-contact bridging (ncbr) proximal humerus plate stabilized with locking screws (zimmer biomet). The mean age in the lp group was 62.4 years with 35 males and 56 females. Follow-up was conducted at 1, 3, 6, and 12 months postoperatively. It was reported that three patients experienced malunion following locking plate fixation for displaced proximal humerus fractures. Attempts have been made, and no further information has been provided.